Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose of 50 mg/dl. The customer stated that the threshold suspend setting was turned off by mistake and he woke up with low blood glucose. Customer treated with crackers, juice and glucose tabs. Customer turned the threshold suspend back on. Customer declined troubleshooting.